Manufacturer narrative:
Literature citation: cappelletto et al. Disc prosthesis replacement and interbody fusion in the treatment of degenerative cervical disc disease: comparative analysis of 176 consecutive cases. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
It was reported in a literature publication that between (B)(6) 2005 and (B)(6) 2011, 176 patients with cervico-brachial pain or myelopathy due to cervical herniated disc or spondylosis underwent microdiscectomy by the anterior approach. Patients were divided into two groups on the basis of the type of reconstruction. Group a is made up of 84 patients (42 females and 42 males) in whom the prosthetic disc was implanted. In 31 cases, the bryan prosthesis (bryan medtronic sofamor danek) was used and in 53 cases, a discover prosthesis (discover depuy spine, inc.) Was used. In 80 cases, 1 disc was substituted and in 4 cases 2 discs were substituted, giving a total of 88 disc replacements. In 91 % of replacements the operation involved c6¿c7 (n = 42) or c5¿c6 (n = 38). Group a is comprised of patients with median age of 42 years (range 25¿60). Group b is made up of 92 patients (41 females and 51 males) in whom disc fusion was performed. In 64 cases, a heterologous bone graft (unilab surgibone unilab surgibone, inc.) And plate (atlantis plate, medtronic sofamor danek) was used and in 28 cases, interbody fusion cages in peek pre-filled with bone substitute tricalcium phosphate was used. In 71 cases 1 disc was substituted, in 20 cases 2 discs were substituted, and in 1 case 3 contiguous discs were substituted, giving a total of 114 discs treated. In 75 % of treated discs the operation involved c5¿c6 (n = 50) or c6¿c7 (n = 35). Group b is comprised of patients with median age of 51 years (range 26¿79). In group a, two patients (2.4 %) haddysphagia; two patients (2.4 %) required a second operation because of the pull-out of the prosthesis. In group b, four patients (4.3 %) had dysphagia; five patients (5.4 %) required a second operation because of the pull-out of the screws or non-fusion.